Manufacturer narrative:
Date sent: 06/07/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap colectomy procedure the surgeon found the clip did not close completely after firing the first device. The next clip came out without fixing at the jaw correctly. He then used a second and third device and the same problem occurred. Finally another device was used to complete the or. No pt consequences were reported.